Event description:
The recent download from a (B) (6) female pt revealed several "battery charger fault" flags. These all occurred on the same battery pack. Support contacted the pt and sent the pt a replacement battery pack.

Manufacturer narrative:
Device eval summary: device eval of battery pack (B) (4) has been completed. The reported problem was confirmed. The battery pack would not charge when received. The cause of the battery not charging was due to a broken yellow wire. The yellow wire connects the cells to the board. The root cause of the broken wire is unk. The wire was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.